Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse initially replaced the modular chemistries (mc) sample syringe which appeared to have resolved the issue. The customer reported later that day that the issue was not resolved. The fse returned to the customer's laboratory and identified that the ratio pump was forming air bubbles in the buffer lines (indicating an air leak and drainage back to the buffer bottle). The fse replaced the ratio pump. Failure mode was the ratio pump.

Event description:
The customer contacted beckman coulter to report that their unicel dxc 600i synchron access clinical system generated false high sodium (na) results for three (3) patient samples. The false results were not reported out of the laboratory. The samples were repeated on another dxc analyzer in the laboratory and those results were reported. The customer provided printouts from 5 patient samples, but the differences in results for 2 of the samples were within the assay precision claims and not erroneous. Only na results were erroneous for 3 of the samples. No death or injury has been reported in connection with this incident. The customer stated that the system was recalibrated after the event, but na quality control (qc) was high. The customer only provided verbal details of this qc. Qc prior to the event was within lab-established ranges.